Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019, it was reported that the patient experienced a stoma site infection that was treated with oral antibiotic medication, cephalexin 500 mg three times a day for 10 days starting (B)(6) 2019.